Manufacturer narrative:
H10: the customer stated in a good faith effort (gfe) response received on (B)(6) 2023 that they were working on the responses for the requested clinical information. On (B)(6) 2023, the customer followed up to the gfe response and stated that they would not discuss or have any further comment regarding the incident with the device and patient. No further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that their device error logs be evaluated. The device was reported to be in use at the time of the reported problem. In a good faith effort (gfe) response from a philips rse received on 25apr2023, it was stated that there was patient harm. Additional gfes are being completed to confirm this and obtain more information regarding the alleged patient harm. The customer informed the remote service engineer (rse) that there was an incident with a patient but was unable to provide any additional information to the rse. A philips field service engineer (fse) was requested by the customer for an onsite evaluation of the device logs. The fse went to the customer site and completed a review of the logs for the customer respiratory team. The fse completed the performance and verification test, and the device passed all tests and preventative maintenance service. The device was stated to be put back into use with no restrictions. This investigation is ongoing.